Event description:
Complainant alleged that during funcitonal testing, the device gave a "install batteries" prompt with batteries installed and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.